Manufacturer narrative:
Biocompatibility testing to iso (B)(4) was successfully completed on skin-contacting surfaces of the lifevest deviceas well as the blue defibrillation gel. The actual device was not returned for evaluation.

Event description:
A us distributor contacted zoll to report that a patient developed a rash under the rear therapy electrodes, which was described as red and raw. The patient's physician prescribed a cream and a powder. Follow up indicated that the prescription was helping.